Manufacturer narrative:
(B)(4).

Event description:
The field service engineer (fse) was at the customer site on 13-feb-2018 for a preventive maintenance visit for the cobas 6000 c (501) module. He was also onsite due to qc results being out of range for multiple assays. During this visit, the fse replaced identified a pin hole in the reagent probe tubing and replaced it. Qc was acceptable after this repair. On (B)(6) 2018 the customer decided to repeat patient samples tested for crej2 creatinine jaffé gen.2 (crej2) that had been run and reported outside of the laboratory on the c501 module prior to the service visit. The customer repeated the patient samples on a different c501 module. Based on the data provided the results for 6 patient samples were discrepant. The pathologist did not correct any of the initial patient results after repeat testing was performed. Refer to attached data for the patient results. No adverse event occurred. The crej2 reagent lot number was 24189501 with an expiration date of 31-jan-2019. On (B)(6) 2018 the customer performed another patient comparison between the 2 c501 modules and the results compared well to each other. The customer also performed precision testing with qc material on both c501 modules and the results were acceptable.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event.